Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The anesthesia control board was replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the respirator starts in system failure mode where only manual ventilation mode is available. There was no report of patient involvement.